Event description:
The argon based electrosurgical unit (esu), beamer mate ce200, was not working. The main power board needs to be upgraded. Return electrode connector assembly needs to be replaced (pins are loose). Socket illumination board needs to be replaced (output ports are dim), esu software needs to be updated (from v3.99 to v3.4150). Component failure, repaired by OEM/vendor/depot, replace parts, test and check. Vendor updated software to v3.415, replaced esu parts. Manufacturer response for argon based electrosurgical generated unit (per site reporter). Repairs completed by OEM/vendor/depot, replaced parts. Vendor updated software to v3.415 and replaced esu parts.